Event description:
During testing by a zoll medical service technician, the device displayed "defib fault 72," "defib fault 80," and "bridge test fail" messages. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.